Event description:
It was reported that the patient's wife stated they heard an alarm coming from the mobile power unit (mpu) the week prior. The wife stated the patient was sleeping while on mpu power when she heard the alarm. She ran into the room and noted that the alarm did not appear to be coming from the system controller, but rather the mpu. The patient's wife stated they checked to make sure the mpu was plugged in and that it was secure in the outlet. The patient's wife did not recall what color the light was on the mpu. An interrogation of the patient's system controller was performed and it was noted that in aug2024 the patient had two low voltage hazard alarms that were very short in duration. The patient's wife stated she was very diligent changing batteries and that the batteries never had less than 2 lights when they are exchanged. The patient's wife did not note any other alarms. The battery clips and power cables were jiggled to reproduce an alarm but no alarm was noted. Log files captured 120 pulsatility index (pi) events. Troubleshooting was performed and the alarms resolved. The etiology of the alarms was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm from the mobile power unit (mpu) was not confirmed. It was reported that the cause of the alarms was not identified. The alarms were reported to be coming from the mpu only and not from the controller. The mpu was reported to be securely plugged in to the outlet at the time of the alarm. The alarms resolved. No equipment would be returned for evaluation. The submitted controller event log file contained data spanning 2 days ((B)(6) 2024 per the timestamps). No notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including mobile power unit alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU)section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.